Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found a hole in the tubing through pinch valve vl42. The fse replaced the tubing, which repaired the leak. (B)(4).

Event description:
The customer reported a leak from the coulter lh 500 hematology analyzer. The instrument was generating high pressure errors when the leak was noticed. The volume of the leak was about 20 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
(B)(6).